Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported connection problems with the mx40 and 082.11 cisco type 2600 accesspoints; the connection would dropout for about 60 seconds when it disconnects with piic ix. There was no report of patient harm.